Event description:
The patient experienced air embolism. It was reported that a faradrive steerable sheath was selected for use during a farapulse case to treat paroxysmal atrial fibrillation. The sheath was flushed as planned, the continuous irrigation was connected and was air-free; when the sheath was then pushed to the left atrium along the guidewire, the dilator and guidewire were withdrawn and suction applied, it was evident from the suction line that the sheath had been drawing in air throughout the aspiration, which did not clear with suction. Air embolism was also reported. The sheath was then replaced, and no more air was visible. No further measures were taken; a slight st segment elevation was observed, which resolved on its own after a few minutes. No interventions were reported, the patient fully recovered. No hospitalization reported.